Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect. The device has not been returned to the manufacturer, at this time, for evaluation. Device not returned

Event description:
Facility contact reported to sales representative that a nurse called about an alleged broken guidewire. Nurse was using a 20g 1.25' ccucath and after a reported unsuccessful attempt, removed it to find the tip of guidewire allegedly missing. It was said to be stuck in the subcutaneous tissue of patient's arm and not in the vein. Facility contact stated that they were able to save the catheter as well as the broken piece after the physician reportedly removed it from the patient's arm. No patient harm reported.